Event description:
It was reported that the pt required revision surgery after developing a low [grade] infection. Surgeon elected to remove all implants and will re-implant in future.

Manufacturer narrative:
It cannot be confirmed that any of the implanted devices may have caused or contributed to the pt's infection. Other devices implanted: 5550-l-319 triathlon-symmetric patella s31mm x 9mm, lot laa870. 5532-g-313 triathlon ps x3 tibial insert, lot dm7mha. 5575-x-000 triathlon femoral peg modular distal fixation, lot labkf.